Event description:
Adverse event(s): "the eye went soft and a choroidal hemorrhage occurred" (intraocular pressure, delayed, uncontrolled) (hemorrhage). Product problem(s): "the system shut down" (loss of power). The nurse reported the system shut down. The system would not reboot. The eye went soft and a choroidal hemorrhage occurred. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The system will be returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).